Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an enlite sensor that was lasting three days. Customer's blood glucose level was 412 mg/dl. Customer had several issues with the alarms. Customer was currently not wearing a sensor at the time. Test plug procedure was performed and customer was advised that the minilink was functioning correctly. Customer will continue to monitor the sensors when worn and will call the helpline to troubleshoot the alarm. No additional information provided.